Event description:
It was reported that cartridge o-ring became stuck in pump. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.